Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Isi has not received the instrument for failure analysis investigations. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument wire snapped off. The procedure was completed. An intuitive surgical, inc. (Isi) received user facility report#: (B)(4) and obtained the following additional information: the prograsp forceps instrument wire snapped off during procedure. The surgical team was not concerned about any missing parts from the prograsp forceps instrument being in patient. The lot number of the alleged instrument is #k11221009. Isi followed up with the initial reporter and obtained the following additional information: the reported issue was identified at the end of the procedure. There were no procedure delays. There was a report of a fragment falling into the patient and the issue was resolved by performing an x-ray to confirm there was no remaining pieces and all were retrieved.